Manufacturer narrative:
Following notification, stimwave quality and the clinical representative reviewed events preceding the issue. Following a successful trial, the patient had a permanent procedure performed on (B)(6) 2020, in which two stimq neurostimulators (stq4-rcv-a0; stq4-spr-b0) were implanted at the superior cluneal and inferior cluneal nerves, respectively, for pain in the left hip and back. The clinical representative confirmed that the implant procedure was performed in a sterile environment, sterile field handling protocols were used, and the sterile barriers of all product used were intact prior to implant. The procedure was completed without complication and patient was released on the same day following the procedure. The clinical representative was present at the time of the implant procedure. On (B)(6) 2020, the patient called to tell the clinical representative that he had an appointment with the implanting clinician. Patient reported that he feels a pain like something is poking at his back. Implanting clinician evaluated the erosion, put a dressing on the site, and prescribed antibiotics. Patient was scheduled for another appointment on (B)(6) 2020, to look at it under fluoroscopy to determine a path forward. On (B)(6) 2020, patient met with the implanting clinician to have fluoroscopy imaging conducted. Implanting clinician opened the small area where the receiver end of the stimulator was poking out of the skin. Implanting clinician pushed the protruding end of stimulator deeper under the tissue and injected antibiotics. The incision was sutured up with three sutures, wound closure strips, and tegaderm. The revision was successful and the patient left satisfied with the stimulator delivering therapy. Patient is scheduled for a post-op at the implanting clinician's office on (B)(6) 2020, to remove the three sutures. The clinical representative believed that the reason for this migration was possibly due to the stimulator not being implanted deep enough. The implanting clinician believed that the stimulator was implanted deep enough, but due to the occurrence of this erosion, the implanting clinician stated he would have made the pocket a little deeper or a little wider to allow for more of a cushion for the receiver end of the stimulator. Stimulator migration is a known adverse event for peripheral nerve stimulators that are reduced as far as possible in the product's risk management file. The device did not fail to perform its essential functions. The root cause is due to the stimulator not being implanted deep enough at the erosion site. Due to the occurrence of this erosion, the implanting clinician stated he would have made the pocket a little deeper or a little wider to allow for more of a cushion for the receiver end of the stimulator. Corrective action is not required to remedy the root cause of the complaint. The device did not fail to meet performance or safety specifications. Stimwave has confirmed that the issue is a known adverse event, reduced as far as possible, and documented in the stimwave risk management file. Stimwave was in contact with the clinical representative from (B)(6) 2020, onward regarding the complaint and the root cause investigation. Stimwave confirmed that the implant procedure details steps to reduce migration, and that the product did not fail to meet performance and safety specifications. Stimwave has informed all parties that the product was not the source issue. In compliance with medical device reporting requirements and responsibilities, stimwave quality and its chief medical officer have determined that this issue is considered reportable, as the event may have caused or contributed to an injury that required medical or surgical intervention to prevent or preclude potential permanent impairment or damage.

Event description:
Stimwave quality has investigated the details regarding a complaint resulting from device migration causing erosion reported to stimwave on (B)(6) 2020, by clinical representative.